Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: we did receive performance data collected from the device and have analyzed the data. It indicates low telemetered battery voltage. Based on programming, pacing, and episode records, it is not clear why the battery voltage is at the current level. Analysis of the device is in process; the results will be forwarded when available.